Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable and unresponsive. Reportedly, the screen was "black" and the customer was unable to interact with the graphics and text. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.